Event description:
The customer reported "equipment that is stopped". This could indicate a failure where the device is unusable for delivery of therapy.

Manufacturer narrative:
(B)(4). The customer reported "equipment that is stopped". This could indicate a failure where the device is unusable for delivery of therapy. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.